Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1 initial reporter facility name: (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, all a cubies for main drawer 2.2 are failing. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all a cubies for main drawer 2.2 was failed. A field service engineer replaced the keyboard cover on the station. A row of cubie pockets had failed on the half height (hh) cubie drawer, so the cubie pocket tray was replaced. Fse reseated the row board cable, along with all cubie trays and pockets. The station was tested, and all pockets and the drawer were successfully recovered and confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all cubies for main drawer 2.2 are failing. The customer stated that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.